Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Philips field service engineer (fse) confirmed the touchscreen fault. The fse replaced the touchscreen to resolve this issue.

Event description:
The customer reported a touchscreen fault. There was no patient or user harm reported. The event date was not specified; estimate used.